Event description:
It was reported that the patient felt her stim had turned off while she was doing her normal daily activity. The patient went and turned stim back on and everything was normal. The patient felt stim in both legs and hip. When the patient went to turn stim off for bed, she still felt stim. In her left leg. The patient tried everything she could but she couldn't turn the stim in her left leg off, finally she took medication and went to sleep, and the stim sensation stopped at 2 in the morning. The patient turned stim on this morning (on the call day) and everything was fine again for her. There was no known accident or incident related to this complaint. The patient status was unknown. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4).